Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that nothing really had changed when they were asked for the circumstances leading to the shocking issue. They had x-rays and ¿they said they would contact¿ but no one had, so they were still experiencing shocking. The patient¿s stimulation was back on because of their frequent trips to urinate.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1u3fe, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said today she is out working on her hot tub and she is getting shocked. She puts her finger to it and gets shocked and gets zapped. When she touches the water she gets zapped. The patient was asked if she is near the motor and she said no she is at least 5 feet from the motor. Patient said she hasn't touched her stimulator or done anything with it in quite a while. She said she is standing there now and it is throbbing. Patient said the hot tub is new and it was properly installed. Patient said she has been in the hot tub before and never had problems. Patient normally can't feel the stimulation but now can feel the throbs. She went around the hot tub and she gets shocked around all sides. Patient said it doesn't happen if away from the hot tub. Her husband does it and he doesn't get shocked. The patient was asked if it is the positional movement and if she moves in the same manner away from the hot tub if it shocks her and she said no. Patient said the ins quit helping her bladder she said probably about three months ago. The patient was asked if she had any falls or accidents and she said no. When ins was implanted caller said there was bump where the wire is. The doctor said if it bothers her he would maybe fix it but he didn't seem concerned about it. Currently the whole leg is not throbbing and not quite as strong as it was but she can still feel a difference from before she was shocked. Suggested to patient if the stimulation is uncomfortable to try turning it down or off. Patient was going to try turning it off. No further patient complications are anticipated or expected as a result of this event.